Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Following pre-dilation, a 2.50mm x 28mm synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. Pre-dilation was performed again but still unable to cross. While trying to remove the un-deployed stent, it was noted that the shaft broke more than 15cm from the hub. The physician was able to remove the device by pulling the hypotube. The procedure was completed with a different device. No patient complications were reported.